Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "when I placed the catheter, I used the guide wire mechanism and the guide wire caught on something subcutaneously and I was unable to remove it and the angiocath. Each time I attempted to pull the catheter or the guide wire neither would come out." What they¿re being treated for: brain abscess other relevant history: pt required IV access to obtain MRI to further delineate her care.

Event description:
It was reported "when I placed the catheter, I used the guide wire mechanism and the guide wire caught on something subcutaneously and I was unable to remove it and the angiocath. Each time I attempted to pull the catheter or the guide wire neither would come out. " what they are being treated for: brain abscess. Other relevant history: pt required IV access to obtain MRI to further delineate her care.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty removing the guidewire and catheter was inconclusive due to the sample condition. A video from a superficial ultrasound was returned for evaluation. A hyperechoic material presented as if it is intraluminal, but from the imaging, it could not be determined if the imaging was taken at a branch point, which could have a similar appearance. It could not be determined if the hyperechoic area that appeared to be projecting into the vein from the more superficial wall was part of a branch point, a valve, or if it represented a catheter with guidewire. Nothing was seen projecting through the soft tissues to the vein. The complaint and root cause could not be independently verified/determined from the provided imaging; therefore, this complaint will be considered inconclusive at this time. Possible contributing factors for the difficult removal could include damage to the distal coil on the guidewire or the guidewire being inserted into the subcutaneous tissue.